Event description:
Follow up information received identified the patient's ipg was replaced with a new one. The reported issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was not connecting to the patient controller. A company representative met with the patient but was unable to resolve the issue with troubleshooting. The next course of action was undetermined at this time.